Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 88 mg/dl, 156 mg/dl and 200 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Consumed, will not be returned.